Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Health care professional reported left-side capsular contraction baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device analysis: analysis of the returned device identified: weight to spec, crease flat and white particles in the shell. Cloudy and air voids in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: there were no issues found related with the manufacturing process.

Event description:
The device has been explanted.